Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Component code: g07002 ¿ device not returned.

Event description:
It was reported that a patient underwent a sling procedure with anterior and vaginal repair and cystoscopy on (B)(6) 2016 and mesh was implanted. Post-operatively, the patient experienced ongoing pelvic and abdominal pain, constant bladder irritation, urgency, residual stress urinary incontinence that never improved and recurrent urinary tract infections. The patient is being seen by a pelvic mesh physiotherapist who has trialed different drugs for symptom management. There has been improvement in urinary tract infections since commencing keflex and ovestin. No further information is available as reporter details have not been disclosed (confidential).